Event description:
It was further reported all the impedances were ¿above limits¿. It was noted the patient had ¿no sensation¿ and all the impedances were ¿beyond limits¿. It was further noted the patient had an x-ray and it was determined the leads were in place. It was noted the ins was replaced on (B)(6) 2013 with ¿good response¿. It was also noted that the patient required hospitalization and the patient reportedly recovered without sequelae.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v900199, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the doctor wanted to replace the implantable neurostimulator (ins). It was noted that the reporter did not know what was wrong. It was further noted that the reporter did not know when the problem started. Additional information received reported that the implant was to be replaced in august. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).